Event description:
It was reported that the patient experienced hypoglycemia while using the ilet, with a blood glucose of 50 mg/dl, after the patient had manually paused insulin delivery during a low and later resumed delivery; no recent meal announcements or supply changes were reported, and the user stated the device alerted at 50 mg/dl while the agent clarified that low alerts are set at 75 mg/dl and urgent low at 54 mg/dl, with custom alerts requiring a compatible phone. Symptoms included low blood glucose. Outcomes included treatment with oral carbohydrates per low glucose guidance. Investigation included technical support troubleshooting and user education. Investigation of this case revealed no device malfunction was identified and user actions likely contributed, including pausing delivery during hypoglycemia and lack of compatible app for customizable alerts. It was concluded that the event was consistent with hypoglycemia of unclear cause with use error related to pausing insulin and limited alert customization. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.